Event description:
The customer reported via the mhra that a pt, who had an exeter stem and a metal-on metal head implanted, had to be revised.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided in a supplemental report.